Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -5.50/+2.5/090 into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to excessive vault. That same day in a separate surgery, a shorter length lens was implanted and the problem was resolved. Cause of event reported as unknown.